Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision procedure. The right ventricular lead was alleged to be dislodged. The physician explanted and replaced the lead. The patient was in stable condition.